Event description:
User stated the analyzer generated an a line error, and upon investigation of the alarm, found water coming from the analyzer which had leaked onto the floor in front, underneath and in the back right hand side of the analyzer. The source of the leak from the analyzer is unk. No pt results were affected and no one has been injured. It was noted the techs used ppe to clean up the water on the floor.

Manufacturer narrative:
The field service rep determined the cause to be ise probe wash station over flowing due to contamination in drain line, and cleaned, flushed ise probe wash station. He ran diagnostics functional checks and controls to verify analyzer performance.